Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a tendon anastomosis, while performing a continuous stitching, the thread broke. They re-match the suture to anastomosis and to finish the case. No patient injury.